Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) provided inadequate compression during patient resuscitation was not confirmed during the functional testing and the archive data review. The customer's complaint was not reproduced during the testing. The archive data indicated no active operation on the reported event date, and no significant discrepancies were noted. The autopulse platform passed the functional test without any fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer reported that the autopulse platform (sn (B)(6) provided inadequate compression during patient resuscitation. The customer expressed uncertainty about whether the platform was applying the proper pressure. Their end tidal measurements do not indicate the expected cardiac output, and as a result, they have discontinued using the platform. Manual CPR was performed to continue the resuscitation. No consequences or impacts on the patient.